Manufacturer narrative:
MFR's report date: 12/08/2010. (B)(4). Product was rec'd. The investigation is not complete. A f/u report will be submitted with any relevant info.

Event description:
Customer reported pc unit alarmed for communication error, all channels stopped infusing and the user was unable to access any channels. The pt's blood pressure decreased to 73/37, the pumps were quickly replaced and the pt's blood pressure increased once the dopamine infusion was restarted. No add'l medical intervention was required. Medications infusing at the time of the communication errors were dopamine 400 mg/250 ml d5w at 3 mcg/kg/min, fentanyl 1500 mcg/150 ml ns at 50 mcg/hr and propofol 1000 mg/100 ml at 30 mcg/kg/min. No add'l event info provided.